Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the instructions for use found that excessive force can result in device failure. A review of risk management files found that the reported failure was documented appropriately. A review of the material specification form found that the strength of the sutures is verified. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that near completion of a routine star aclr with a ultrabutton adjustable fixation device (1x tibia) and a medium x tendobutton the dr reduced the tibial ultrabutton appropriately with hands. As the ultrabutton reduced against the tibia the reducing suture broke/ snapped so the dr. Was able to reduce the ultrabutton completely with the use of a needle holder however was unable to tie a knot over the ultrabutton with the remaining sutures. The issue was solved with a backup device with a delay less than or equal to 30 mins. There was no adverse outcome for the patient. No more details to add. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Needle holders are commonly used during procedures and this does not constitute a medical intervention to preclude a permanent impairment. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.